Event description:
Information was received that reported a pt was treated for infection. The pt reported that her infusion site was red and indurated after the infusion set was in for several days. Reportedly, the pt was prescribed keflex to treat the infection.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.